Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys estradiol iii assay result for one patient sample from the cobas 8000 cobas e 602 module. The initial result from analyzer serial number (B)(4) was123.1 pmol/l and the result from analyzer serial number (B)(4) was 74.68 pmol/l. The sample was repeated on both analyzers and the result from analyzer serial number (B)(4) was 124.4 pmol/l and the result from analyzer serial number (B)(4) was 88.37 pmol/l. Analyzer serial number (B)(4) was recalibrated and the repeat result was 118 pmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 46217201. The expiration date was requested but was not provided.